Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric sleeve, when using device to resect the stomach, the blade on the two reloads stopped before the cut line, and would not move forward even after trouble shooting. In addition, the end of the staple line was also malformed. The remaining buttress on the reload, and on the tissue had to be cut to separate the reload from the tissue. The surgical time extended 30 minutes or more due to the product problem. There was no patient injury.